Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the right atrial (ra) lead exhibited noise, which was oversensed and intermittently tracked by the pacemaker, resulted in discomfort due to palpitations and chest pain, fatigue, shortness of breath and dizziness. No changes or intervention were reported. The patient condition was not known.